Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported there was low right ventricular pacing impedance and oversensing. It was further reported that noise was observed on the electrogram. The lead was capped and replaced. Insulation damage was seen upon lead removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.